Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the ensite case study was returned. The ensite case study was reviewed. High impedance was noted during certain periods of rf application consistent with the reported event. The cause of the reported impedance changes and stroke remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2182269-2019-00177, 2030404-2019-00104, 2184149-2019-00188. Following an atrial fibrillation procedure, a stroke occurred. During the procedure, the impedance fluctuated from 120 to 999 ohms and the distal ablation signal appeared incorrectly on the screen. The procedure was completed successfully. Following the procedure, the patient lost sensibility in one hand and could not control their mouth. The patient fully recovered in two days and is in stable condition. The cause of the stroke remains unknown.